Event description:
Event description guidant received information that this implantable lead would not easily advance through a cs-hook guide catheter, as it would get hung up 2 inches into the catheter. This lead was forced through the guide catheter utilizing an ironman wire, and was successfully placed in the coronary sinus. Upon removal of the guide catheter, this lead became dislodged. The physician removed this lead, placed a multipurpose guide catheter, and then reinserted this lead. Again this lead became hung up 2-inches into the catheter. The lead was removed, and a competitor's lead was introduced with no resistance being observed. This lead, however, could not be successfully placed within the patient's coronay sinus, and the physician abandoned attempts to place a left venticular lead.